Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed and the reported device performance allegation of forward firing could not be confirmed. A device history record (DHR) review was conducted and found no evidence of deviations or nonconformances in the manufacturing processes; the device was manufactured in accordance with the device master record. A labeling review confirmed that the instructions for use (IFU) include warnings regarding the risks associated with improper handling of the fiber, noting that damage to the fiber may result in uncontrolled laser energy emission, which aligns with the event description. Based on the information available and the lack of device return for analysis, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure the fiber tip was incorrectly positioned. The laser burns in front rather than to the side. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure the fiber tip was incorrectly positioned. The laser burns in front rather than to the side. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure the fiber tip was incorrectly positioned. The laser burns in front rather than to the side. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
The investigation evaluated the allegation that the fiber was burning forward due to incorrect tip positioning and found that the returned fiber had a broken glass tip which was not included with the return and severe detritus consistent with charred tissue, both conditions that can create the appearance of forward firing. However, forward firing was not confirmed during testing, and boston scientific does not consider this event reportable because, per the moxy forward firing memo (#(B)(4)), the observed forward firing rate remains below the 10% threshold associated with potential patient harm; therefore, the event does not meet the criteria for reportable patient risk. A fiber card was not returned for further analysis. This event type is included in the risk and labeling reviews, rationale for the selected conclusion code, and justification for not performing a DHR review. Based on all available information, escalation is not required, as this complaint type is well understood, anticipated, and monitored through the enhanced signal escalation trending process.